Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medbank tower item did not appear in the 'add item' screen when attempting to issue it for a patient. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medbank tower item did not appear in the 'add item' screen when attempting to issue it for a patient. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had an issue when the user tried to issue an item for the patient, the item did not display on add item. A technical support specialist confirmed from the customer that they performed another cycle count. Further, the technical support specialist remoted into cabinet, found that the setup zone drawer 11 was disabled, enabled the zone and confirmed that they were able to issue the item to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.